Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after an anastomosis with a circular stapler, bleeding was found in the intestinal anastomosis. The patient experienced hypovolemic shock due to the bleeding, requiring a re-intervention. The bleeding was a result of a problem in the stapling. There was over 500cc of blood loss.